Manufacturer narrative:
(B)(4). Date sent: 10/23/2023. Additional information was requested, and the following was obtained:please explain ¿stuck when firing¿? Cdh29p. Was the device able to be fired? Y. Was the device able to be removed? The device was removed but tore the anasotmosis. What were the indications for surgery? He thinks that the anvil did not open as it should have after the 2 full 360 rotation. What healthcare professional fired the device and what is his/her experience with the device? Consultant, have been using powered circular for a while now. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Y. Was the device difficult to close? N. Was the device difficult to fire? N. Did the healthcare professional receive audible & tactile feedback when firing the device? Y. Were the donuts inspected? If so, please describe. N/a. Was a complete transection of the white breakaway washer visually confirmed? N/a how may counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full 360 revolutions. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. N. What is the current status of the patient? Patient is now fine, but they had to stich the anastomosis as the intestine tore and recovery of the patient was much longer what confirmation was received that the anvil was properly attached? Experienced surgeons, no orange line visible. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Device fault but surgeon mentioned that the patient had a high bmi (not sure if relevant) d1, d4.

Manufacturer narrative:
(B)(4). Date sent: 9/25/2023, d4 batch # unk, b3: unknown; captured as awareness date, h6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please explain ¿stuck when firing¿? Was the device able to be fired? Was the device able to be removed? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. What is the current status of the patient? What confirmation was received that the anvil was properly attached? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device was stuck when firing, resulting in the patients needing a stoma.